Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Explanting surgeon reported "approximately 3 years after implant placement patient experienced breast moving down, pressure feeling and severe asymmetry. (Events happened fast on 1 day)" and "rupture". This record relates to the left side. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Explanting surgeon reported "approximately 3 years after implant placement patient experienced breast moving down, pressure feeling and severe asymmetry. (Events happened fast on 1 day)" and "rupture". This record relates to the left side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: analysis of the returned device identified: deformation, yellow particles and creases. A weight test of the device was verified and the device was within specification. Cloudy and voids after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no were observed openings on the device or issues related with the complaint (rupture).

Event description:
Explanting surgeon reported "approximately 3 years after implant placement patient experienced breast moving down, pressure feeling and severe asymmetry. (Events happened fast on 1 day)" and "rupture". This record relates to the left side. The device has been explanted.